Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to infection and some exposed tubing in the scrotum. A spectra penile prosthesis (spp) was implanted as a place holder. The explanted components were discarded and the patient was doing well.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to infection and some exposed tubing in the scrotum. A spectra penile prosthesis (spp) was implanted as a place holder. The explanted components were discarded and the patient was doing well. Additional information received states the spp device, which had been implanted as a space holder, was explanted and a new 18cm x 12mm ipp device with 100ml reservoir was implanted on (B)(6) 2019.